Event description:
During the initial report, it was reported by the customer that the handpiece was spraying water out of where the attachment release knob is. During a follow up report, it was reported by the sales rep that during a procedure, irrigation was leaking from the handpiece from where the attachment and the cutter connect. There was no adverse affect to the patient and the procedure was completed as planned. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was able to confirm the reported event. The source of this leak was identified to be the front o-ring on the inner housing assembly. The most likely cause of the o-ring failure would have been that when the handle assembly was built up and installed, during the previous repair; the assembler did not have the o-ring completely seated in the groove on the inner housing assembly. The handpiece is to be repaired and returned to the customer.